Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Product location unknown.

Event description:
It was reported patient underwent an initial right knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on an unknown date due to instability. No additional information.